Manufacturer narrative:
Summary of investigation: we received the complaint sample for investigation. Visual inspection of the returned device: access port housing blood traces were present. Several marks were visible on the silicone septum. Catheter 2 parts of the catheter was received. One part was still connected to the exit port cannula of the access port housing. This segment measures around 6 cm. The distal part of the catheter measures around 10cm. The rupture facies are ovalized, pinched and irregular. This proves that the catheter was pinched, crushed at this level. Dimensional measures: the below dimensions are verified on the returned device: inner and outer diameters of the catheter. These measured dimensions are compliant with the defined specifications. Root cause: the performed investigation allows to confirm that the catheter was crushed in the costo-clavicular space and repeated squeezing has led to cracks of the catheter leading then to its rupture: it is the pinch-off syndrome. Conclusion: the complaint is not confirmed. The vent is not imputable to the device. Indeed, the rupture of the catheter was due to a pinch off syndrome resulting of the implantation trajectory of the catheter. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route. It is a rare incident, not imputable to the device. No actions plan is foreseen at that time.

Event description:
"The patient is over seventy years old and was implanted into the infusion port on (B)(6) 2023. He has been hospitalized multiple times and is using the infusion port normally. On (B)(6) 2024, a re examination of the chest CT showed that the catheter was intact. Recently, due to blockage during flushing, a chest CT scan revealed that the distal end of the catheter was broken. The broken catheter was located in the right atrium right ventricle, and the patient did not experience any significant discomfort. The catheter transplantation surgery is difficult and has not yet been removed."

Manufacturer narrative:
Note: product reference 4440111 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: batch record file, number 37009703 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar confirmed complaint was reported on the batch released in march 2023. Summary of investigation 3 x-ray pictures were transmitted for evaluation. However, neither sample nor picture of the met defect were returned for investigation. Transmitted information analysis: the catheter was implanted during less than one year via sub-clavian vein. The catheter was still intact after around 8 months of implantation. X-rays pictures review: the catheter is ruptured into two segments. The proximal segment is still connected to the exit cannula of the access port housing. This segment is not entirely visible. The distal part of the catheter has migrated into the right ventricle. Regarding the quality of the transmitted x-ray pictures and the patient position, we are not able to define with certainty at which level the catheter rupture occurred. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause without the complaint sample for investigation, no complete investigation is possible. However, according to the received information (right subclavian implantation + 11 months implantation), it suggests that the catheter could be pinched, crushed in the costo-clavicular space (pinch-off syndrome) at the rupture level. IFU specifies several recommendations concerning the positioning of the catheter during implantation to avoid catheter kink and/or rupture events. Conclusion without the device we cannot be absolutely sure but according to the received information, it suggests that the catheter was pinched crushed in the costo-clavicular space (pinch-off syndrome) at the rupture level. The batch history records have not actually revealed failure during manufacturing process. This is an isolated event. This is a rare incident ((B)(4)%), documented in literature. No actions plan is foreseen at this time.

Event description:
"The patient is over seventy years old and was implanted into the infusion port on (B)(6) 2023. He has been hospitalized multiple times and is using the infusion port normally. On (B)(6) 2024, a re examination of the chest CT showed that the catheter was intact. Recently, due to blockage during flushing, a chest CT scan revealed that the distal end of the catheter was broken. The broken catheter was located in the right atrium right ventricle, and the patient did not experience any significant discomfort. The catheter transplantation surgery is difficult and has not yet been removed."